Manufacturer narrative:
Device is a combination product.

Event description:
Evolve ii clinical study. It was reported that angina occurred. In (B)(6) 2013, the subject presented with stable angina. Prior to the procedure, the subject was found to have abnormal stress test or imaging stress test indicative of ischemia and was referred for cardiac catheterization. Target lesion #1 was located in the proximal right coronary artery (rca) extending up to mid rca with 95% stenosis and was 24 mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 38 mm study stent with 0% residual stenosis. Target lesion #2 was located in the distal left circumflex artery (lcx) with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.5 mm. Target lesion #2 was treated with direct placement of a 3.50 x 28 mm study stent with 0% residual stenosis. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2018, the subject was noted with chest pain and was diagnosed with cardiac angina. Subsequently, the subject was referred for cardiac catheterization for further evaluation and treatment. Three days later, the 95% stenosis noted in the proximal and distal rca was treated with percutaneous balloon angioplasty and with a drug eluting stent. Post procedure the residual stenosis was noted to be 10%. On the same day, 90% stenosis noted in the proximal and distal lcx was treated with balloon angioplasty and with a drug eluting stent. Post procedure the residual stenosis was noted to be 10%.

Event description:
Evolve ii clinical study. It was reported that angina occurred. In (B)(6) 2013, the subject presented with stable angina. Prior to the procedure, the subject was found to have abnormal stress test or imaging stress test indicative of ischemia and was referred for cardiac catheterization. Target lesion #1 was located in the proximal right coronary artery (rca) extending up to mid rca with 95% stenosis and was 24 mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 38 mm study stent with 0% residual stenosis. Target lesion #2 was located in the distal left circumflex artery (lcx) with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.5 mm. Target lesion #2 was treated with direct placement of a 3.50 x 28 mm study stent with 0% residual stenosis. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2018, the subject was noted with chest pain and was diagnosed with cardiac angina. Subsequently, the subject was referred for cardiac catheterization for further evaluation and treatment. Three days later, the 95% stenosis noted in the proximal and distal rca was treated with percutaneous balloon angioplasty and with a drug eluting stent. Post procedure the residual stenosis was noted to be 10%. On the same day, 90% stenosis noted in the proximal and distal lcx was treated with balloon angioplasty and with a drug eluting stent. Post procedure the residual stenosis was noted to be 10%. It was further reported that in (B)(6) 2018 the subject presented with muscle pain in the chest. A nuclear myocardial perfusion scan was performed that revealed possible recurrent ischemia with previous bypass grafting surgery and previous coronary stenting. There was evidence for probable inferoseptal and anteroapical ischemia suggesting multivessel coronary artery disease with reduced lvef- 43%. Further investigation with cardiac catheterization was recommended. On the same day, EKG was performed and resting electrocardiogram reveals sinus rhythm, no lexcian induced chest pain, arrhythmias or EKG changes. In (B)(6) 2018 the subject presented for a follow up of his complaints of dyspnea, fatigue, dizziness and shortness of breath during exertion. Subject was treated with diuresis for paroxysmal nocturnal dyspnea during his last visit. There was 70% proximal stenosis within the previous study stent, 90% stenosis in the mid vessel, 80% stenosis towards crux and 80% stenosis in the distal vessel which were treated with pre-dilation and placement of 2.25 x 38 mm, 2.5 x 38 mm and 3.0 x 28 mm synergy stents in an overlapping manner with 10% residual stenosis. On the same day, 90% proximal stenosis was treated with placement of 2.25 x 20 mm synergy stent and 70-75% distal stenosis was treated with 3.0 x 16 mm synergy stent with 10% residual stenosis.

Manufacturer narrative:
Device is a combination product. Event problem, relevant tests/laboratory data and other relevant history updated.

Event description:
Evolve ii clinical study. It was reported that angina occurred. In (B)(6) 2013, the subject presented with stable angina. Prior to the procedure, the subject was found to have abnormal stress test or imaging stress test indicative of ischemia and was referred for cardiac catheterization. Target lesion #1 was located in the proximal right coronary artery (rca) extending up to mid rca with 95% stenosis and was 24 mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 38 mm study stent with 0% residual stenosis. Target lesion #2 was located in the distal left circumflex artery (lcx) with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.5 mm. Target lesion #2 was treated with direct placement of a 3.50 x 28 mm study stent with 0% residual stenosis. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2018, the subject was noted with chest pain and was diagnosed with cardiac angina. Subsequently, the subject was referred for cardiac catheterization for further evaluation and treatment. Three days later, the 95% stenosis noted in the proximal and distal rca was treated with percutaneous balloon angioplasty and with a drug eluting stent. Post procedure the residual stenosis was noted to be 10%. On the same day, 90% stenosis noted in the proximal and distal lcx was treated with balloon angioplasty and with a drug eluting stent. Post procedure the residual stenosis was noted to be 10%. It was further reported that in (B)(6) 2018 the subject presented with muscle pain in the chest. A nuclear myocardial perfusion scan was performed that revealed possible recurrent ischemia with previous bypass grafting surgery and previous coronary stenting. There was evidence for probable inferoseptal and anteroapical ischemia suggesting multivessel coronary artery disease with reduced lvef- 43%. Further investigation with cardiac catheterization was recommended. On the same day, EKG was performed and resting electrocardiogram reveals sinus rhythm, no lexcian induced chest pain, arrhythmias or EKG changes. In (B)(6) 2018 the subject presented for a follow up of his complaints of dyspnea, fatigue, dizziness and shortness of breath during exertion. Subject was treated with diuresis for paroxysmal nocturnal dyspnea during his last visit. There was 70% proximal stenosis within the previous study stent, 90% stenosis in the mid vessel, 80% stenosis towards crux and 80% stenosis in the distal vessel which were treated with pre-dilation and placement of 2.25 x 38 mm, 2.5 x 38 mm and 3.0 x 28 mm synergy stents in an overlapping manner with 10% residual stenosis. On the same day, 90% proximal stenosis was treated with placement of 2.25 x 20 mm synergy stent and 70-75% distal stenosis was treated with 3.0 x 16 mm synergy stent with 10% residual stenosis. It was further reported in (B)(6) 2018 there was presents of in stent restenosis in the proximal rca.

Manufacturer narrative:
Device is a combination product.